Manufacturer narrative:
(B) (4) (secondary intervention - revascularization): results: stent thrombosis, revascularization.

Event description:
One endeavor spring rx drug-eluting stent was implanted at the proximal lad and one endeavor sprint rx drug-eluting stent was implanted at the proximal lcx. Stent thrombosis of the proximal lad is reported to have occurred approximately 4 months following index procedure. An angiography showed thrombosis of a study stent and a revascularization was performed as a result. Patient recovered with treatment.